Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number provided is invalid. It is the serial number for the part. (B)(4). Visual inspection revealed the 10mm torque wrench had a discolored shaft. Hex feature had dents and appears worn. All measurable features and torque values are within specifications.

Event description:
It was reported during a lumbar fusion procedure when the final tightening with torque wrench and two ti collars with grooves broke. Another torque wrench and collars were used to complete the procedure. All pieces were retrieved. This is report 3 of 3 for the same event.